Event description:
It was reported that an ilet insulin pump became unresponsive with an unexpected shutdown while away from home; when placed on the charger a solid green indicator illuminated, but the pump did not power on and the app showed the pump disconnected. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a software-related problem associated with the computer software component that resulted in an unexpected shutdown. It was concluded, based on previously established findings for similar reports, that the cause was traced to software coding.

Manufacturer narrative:
Initial.